Manufacturer narrative:
(B)(4). P cap reservoir locks properly into place. Insulin pump received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Insulin pump received with cracked case, cracked case-corner of belt clip rails and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump not turn on. The customer stated there was a crack going up from battery compartment to the clip and water behind screen insulin ump exposed to fluid. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.